Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7067665; medical device expiration date: 2018-03-31; device manufacture date: 2017-03-08; medical device lot #: 6279755; medical device expiration date: 2017-10-31; device manufacture date: 2016-10-05. The investigation is still being conducted. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the customer received a box of bd vacutainer® plastic ppt molecular diagnostics tube(s) that were labeled incorrectly and were past their expiration date. This was noticed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received one opened shelf pack of tubes from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for incorrect labeling with the incident lot was observed. The exterior of the shelf pack packaging box was labeled as tube ppt plh 13x100 5.0 mlbl pwht, catalog number 362788, lot number 7067665, exp. 2018-03-31. It was also noted that the expiration date on the shelf pack exterior label was crossed off and below a new expiration date was handwritten as "exp: 10-31-17". Upon inspection of the interior of the shelf pack, it was observed that the tubes were not shrink wrapped in their styrofoam tray. The label on the tubes were identified as tube ppt plh 13x100 5.0 mlbl pwht, catalog number 362788, lot number 6279755, exp. 2017-10-31. Retention samples of both incident lot numbers 7067665 and 6279755 were selected from bd inventory for evaluation and upon completion, no issues pertaining to labeling were identified as both the exterior shelf pack box label and tube labels correctly matched for both incident lots examined and the tubes were correctly shrink wrapped within their styrofoam tray. A review of the device history record was completed for both incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Furthermore, incident lot number 7067665 was manufactured on 2017-03-08, while incident lot number 6279755 was manufactured on 2016-10-05, approximately 5 months apart. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for incorrect labeling with the incident lot was observed; however, review of retention samples indicates all product and labeling specifications were met. Root cause description: based on the investigation, a root cause could not be determined; however, the details reviewed in the investigation for this complaint do not indicate a manufacturing related issue.